Event description:
Additional information received notes that the implantable cardioverter defibrillator was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Additional information: b1, b2, b3, b5, d6b, h1, h6

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017. Further information was requested, but not yet available.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. There were no patient consequences.